Event description:
End-user reports a crescent shape skin breakdown below his stoma (right lower quadrant) to the peristomal skin, which began approximately 1 week ago. End-user describes this area as itchy and painful at times.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. According to end-user, peristomal skin is cleansed with warm water and soap and then applies the appliance. End-user was provided instructions in crusting by using stomahesive powder and skin protective barriers. Lastly, end-user was instructed to notify convatec with any questions and/or concerns. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted.